Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA: 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold and deformation. Void in the gel observed after autoclave cycle. The unit is not rupture. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture. Device has been explanted.